Event description:
Additional information received from the patient reported that there was a loss or change of therapy. The patient was frustrated. At first when the device was implanted, it was great, but then the patient began having problems and would have to go in and have adjustments and reprogramming performed. She had been reprogrammed multiple times. She could still function with the device, and she would get a little signal but she would still dampen her pad a bit, but she could go in and void and go out. She did not even get a signal now and she was damp/wet. The patient just had another reprogramming session on (B)(6) 2016 and now everything was worse than it ever was and was than when she went in. She felt stimulation, which would let the patient know that the device was working, but it did not affect the patient's stream of urine. When she had to go, she would just go. She was up six times. The healthcare professional (hcp) said "your device is not as great as it's put up to be and he's had enough patients saying that they are having problems" and that it was out of the hcp's control now. Nothing seemed to be working really well. The patient wondered if she was supposed to just live like this. The patient was going to follow up with the hcp. The issues of having problems, loss of therapy, reprogrammings, dampening her pad a little bit, and no signal started since late summer 2014.

Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0n11v, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that troubleshooting was needed for a change in the patient's therapy. There was a loss of therapy. Patient initially had great success with the permanent implant however all of that had changed. She doesn't feel like it was helping at all anymore. The patient does feel stimulation. There was no trauma/falls reported that could be related to this issue. Patient said she did not receive any directions other than how to adjust and change programs. The change in therapy/symptoms was consider a sudden change. When asked about the trial beforehand, patient said that she only received the ankle stimulation and she did not receive any other trial. Patient said that the ankle stimulation appeared to help and that was why she went with the implant. (Unclear what the patient meant by the ankle stimulation). The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation.